Event description:
A customer reported they could not attach the patient electrode pads to their AED the customer provided a photo of the AED with a damaged connector in the pad receptacle. The customer did not report this occurring during patient use..

Manufacturer narrative:
Investigation is complete. Evaluation identified damage to a component located along the edge of the circuit board, which resulted in the reported condition. The exact timing and location at which the damage occurred could not be definitively determined; however, the damage is suspected to have occurred in the field following device distribution. Review of production history and manufacturing data did not identify evidence of a systemic manufacturing-related issue associated with this condition. This represents the only known occurrence of this issue for this part number.